Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 148 mg/dl. The customer did not recall any significant events leading up to the keypad anomaly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.